Event description:
We were able to reach the consumer on august 13, 2018. The consumer stated she had no additional problems. Her gynecologist was seen for a routine exam and confirmed no pieces remained inside of her. No plans to see additional medical. Consumer reported she was doing well, no further follow ups are tasked.

Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated by e-mail that multiple tampons came apart during removal and pieces remained inside the body. On 13-jul-2018, the consumer returned our call and stated that approximately eight to ten tampons came apart during removal leaving half of the pledget inside, which she manually removed. She did not seek medical assistance and stated that she feels like everything is ok. Another attempt to contact the consumer for more information was made on 27-jul-2018, but no answer was received. If we become aware of related adverse effect(s) on the consumer's health, a follow-up report will be submitted.